Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the surgeon found on post-op films that the stem had broken through the lateral / posterior cortex of the humeral shaft. The surgeon took the patient back into the or and replaced device with a long stem.